Event description:
A customer reported being unable to test due to the freestyle reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "feeling some headaches, sweating, could not really see well" and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified injection in the stomach to reduce glucose levels. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed and no issues were observed. Reader did not power on with button depression, strip or usb cable insertion. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the freestyle reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "feeling some headaches, sweating, could not really see well" and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified injection in the stomach to reduce glucose levels. No further information was provided. There was no report of death or permanent impairment associated with this event.